Event description:
It was reported by service report that the load wheel of the headend was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.